Manufacturer narrative:
(B)(4). Method: the complaint mr340 humidification chamber was received at the fisher & paykel healthcare regional office in (B)(4). A photograph of the damage to the chamber was provided by our office and was visually inspected. Results: visual inspection revealed that the gas outlet port on top of the chamber dome was cracked. The cracking appeared to be the result of impact damage, possibly during transport to, or handling at, the customer facility. A lot check revealed no other complaints for lot number 130809. Conclusion: the mr340 chamber is a reusable humidification chamber. All mr340 chambers are visually inspected before leaving the production line and those that fail are rejected. This suggests the crack on the returned chamber occurred post production, possibly during transportation.

Event description:
A distributor in (B)(6) reported that an mr340 reusable humidification chamber had a crack in the outlet. This was found before patient use.